Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Additionally, damage to the active electrode likely caused by minute device mobility was found. The problems given in the patient report appear to match the damage found, even though no such causal event, like an accident has been mentioned. This is a final report.

Event description:
In-situ measurements performed on left side cochlear implant of a bilaterally implanted patient showed electrode channels either in high impedance or involved in short circuit. Previous measurements were within normal limits. Changes in the patient's responses were not noted. A trauma was denied.

Event description:
In situ measurements performed to left side cochlear implant of a bilaterally implanted pt showed electrode channels either in high impedance or involved in short circuit. Changes in the pt's responses were not noted. A trauma was denied. Re-implantation is considered, but a surgery date has not yet been provided.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.